Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and history recorded multiple occlusion alarms on (B)(4) 2014. There were no other occlusion alarms recorded in the black box or history. During the investigation, the tubing was pinched off during a bolus until the pump received an occlusion alarm. The alarm was displayed at the time of the alarm and the alarm was recorded in the history. No defects were found to the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that an occlusion alarm had appeared on the display screen but had not recorded in the alarm history. Reportedly, the patient¿s guardian had lost confidence on the pump and requested the pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.